Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac perforation from their right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.